Manufacturer narrative:
Date received by manufacturer should have been (B)(4) 2015. Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient lost stimulation on the right side. It was noted that all contacts on the right column of the lead were out. The patient will undergo a lead revision or a possible replacement of the lead.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient lost stimulation on the right side. It was noted that all contacts on the right column of the lead were out. The patient will undergo a lead revision or a possible replacement of the lead.

Event description:
A report was received that the patient lost stimulation on the right side. It was noted that all contacts on the right column of the lead were out. The patient will undergo a lead revision or a possible replacement of the lead.